Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 401 mg/dl. A correction bolus was delivered via the pump. During a system check with tandem technical support, the customer's call was disconnected. Although multiple attempts were made to contact the customer to complete the system check, no reply was received.